Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch report will be submitted.

Event description:
The customer reported that the tip of the access port on the drainage bottle tubing broke off into the valve of the pleurx catheter.  The physician assistant was able to jam it up into the catheter tubing to drain the patient. There was no patient impact. Please see photo attached of access port in the patient's catheter. On (B)(6) 2013, the customer ((B)(6)) provided the following additional information: the catheter tip is still in the distal end of the catheter and appears to be snug in the catheter just past the valve. The catheter still does drain freely. They are not planning on changing the catheter as the family is hesitant due to the patient's weak state. The attending physician there does not feel the catheter piece will travel in or up the catheter. There has been no negative impact to the patient. The patient is at home, stable, but weak due to IV chemotherapy treatments. On (B)(6) 2013, the customer ((B)(6)) also provided the following information as received from the home health nurse: there was nothing noted of the pleurx bottle¿s access dilator tip prior to use that would indicate a defect. There was nothing noted of the catheter that would indicate a defect either prior to placement or at any time. The catheter being used by the patient does not seem to have the word "pleurx" on it. When asked if the nurse heard the normal "click" she's used to hearing, the nurse indicated that she did not hear the click because the tip broke off as it was being placed all the way into the catheter. Also, the nurse thought she was inserting it straight but she may have been inserting it at an angle or maybe minor resistance was met and then the pressure made the insertion be at an angle. The nurse is experienced in draining pleurx catheters and did nothing different with this patient than with any other patient.